Event description:
It was reported that the plunger assembly was falling apart. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The bottom case was cracked at l-bracket mounting surface. A/c receptacle broken. Right plunger case broken at all three mounting holes. Found plunger assembly was broken during visual inspection. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue was found to be the device was dropped. Actions were taken to mitigate the reported issue: replaced right and left plunger case due to physical damage.